Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer experienced a "high" blood glucose level (bg), specific bg value was not provided. Customer required assistance with a "correction injection" to address bg level. Customer was using off label insulin at the time of the event. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections.

Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.